Manufacturer narrative:
The 510(k) # k090024 covers initial release of tgs uka system including all instrumentation, femoral implants, and all-poly tibial implants; 510 (k) # k101206 covers the replacement of the all-poly tibial implants with tibial baseplate implants and tibial insert implants. Femoral: lot # 1111001-b; catalog # 100415; mfg date: 02/2013 exp date: 02/2016. Tibial baseplate: lot # 1202013; catalog # 100299; mfg date: 02/2013 exp date: 02/2016. Tibial insert: lot # 1112006-a; catalog # 100335; mfg date: 03/2012 exp date: 03/2015. The tibial insert was only replaced and was not returned for evaluation. The other two components were left in the patient. The device history records for these lots were reviewed and there was no evidence suggesting of any implant/system failure, and the need for corrective action is not indicated.

Event description:
It was reported that a patient who received tgs (mirror) implants on (B)(6) 2014, was suspected to have an infection and was scheduled for a "wash out" procedure on (B)(6) 2014. The tibial insert was replaced with a new one during this procedure.